Event description:
User facility medwatch report indicates arthroscopy scissors used in ortho surgery case. Long jaw broke off; md could not retrieve thru arthroscope. Mini arthrotomy needed to be performed to retrieve. Additional info received from the user facility on 10/6/2005, indicates that it is unk how long of a delay was experienced. It is also not indicated if a back-up device was available to complete the surgery.

Manufacturer narrative:
Repair records dating back to 1998 shows that this device has not been returned for servicing. Device is 9 yrs old. Device was received with the lower jaw broken free. One side is broken concave and the other broken convex, concluding sideloading forces being applied. Magnification of the broken jaw confirms, it has been filed by an unauthorized party. The right side of the cutting edge has a gouge toward the distal tip from impact with another object. Break was the direct result of improper maintenance.